Event description:
Made two attempts to place closure device; both devices failed. The strings of closure device failed and crumbled when the md tried closing the access point of the patient. No harm to patient.